Event description:
It was reported that the patient reported to the ER with asystole. They were admitted and had to be intubated and resuscitated. It was also reported that their right ventricular (rv) lead had low pacing impedance and had caused a polarity switch and was now operating in unipolar mode. Over 254 high rate episodes were recorded by the device. Some of the episodes correlated to the patient's time in the ER. The device and lead are still implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.